Event description:
It was reported in an article that during initial vns placement, an intraoperative system diagnostic test produced a 15-s period of complete heart block with ventricular asystole. The stimulation was stopped with normalization of heart rate and rhythm. A second diagnostics test produced the same conduction defect. Vns was removed. Postoperative ECG, echocardiogram, and cardiac eval were unremarkable. Medical records of the pt revealed no prior history of cardiac disease. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
"Complete heart block with ventricular asystole during left vagus nerve stimulation for epilepsy." Epilepsy & behavior 5 (2004) 768-771.